Event description:
It was reported that the femoral component and tibial component could be implanted properly after the 10mm trial insert was used during trialing. After the trial, anterior wire of the insert could not be locked with the base plate so the surgeon used 8mm insert (implant) instead and the procedure was completed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Damage to the distal locking feature indicates component was misaligned during insertion. The damage to the device renders it non-functional. The event was confirmed. The investigation determined the likely root cause of the event to be misalignment of the tibial insert during insertion which prevented complete locking. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the femoral component and tibial component could be implanted properly after the 10mm trial insert was used during trialing. After the trial, anterior wire of the insert could not be locked with the base plate so the surgeon used 8mm insert (implant) instead and the procedure was completed.